Event description:
It was reported that the user's caregiver called regarding rapid insulin cartridge depletion with (B)(4) units remaining and concern the supply would not last through the day, noting higher glucose levels and that a recent cartridge did not last as long as usual; review indicated the user did not announce meals, which led the system to deliver increased corrective insulin. Symptoms included hyperglycemia with a peak of 270 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, identified a usage problem tied to improper or incorrect procedure related to missed meal announcements, and involved the user interface insofar as announcing meals supports the algorithm¿s dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.